Manufacturer narrative:
(B)(4). Event date: (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps had cracked and leaked povidone iodine. The minicaps were in use and connected to the transfer set when the cracks were noticed. The patient went to the hospital after the second crack was identified and the transfer set was replaced and the patient was prescribed an unknown prophylactic antibiotic as a precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This lot was manufactured 01/05/2017 - 01/12/2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a crack on the minicap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.